Manufacturer narrative:
Additional clinical investigation findings: customer indicates they have been using hgbpro for 3 months and have not run quality controls to date. Conclusions - manufacturer evaluation / investigation currently in process.

Event description:
Customer report inconsistent results on the hgb pro professional hemoglobin testing system (hgb pro) vs. An unspecified lab instrument with 1 adult and 1 pediatric patient. This report is for the adult patient - MDR report 1 of 2. In 2009, hgb pro 8.6 g/dl vs. Unspecified lab system 10.5 g/dl. One week later, hgb pro 8.6 g/dl vs. Unspecified lab system 9.7 g/dl. No reports of adverse events, serious injuries, or interventions.